Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging multiple inaccuracy complaints against her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient indicated that she first noticed a problem with the subject meter on (B)(6) 2014, at 4:12pm cst. She reported obtaining, on dates/times unspecified, the following blood glucose results: ¿205, 153, 137, 189 and 179 mg/dl¿ obtained on the subject meter within 20 minutes of each other; ¿300 mg/dl¿ on the subject meter compared to ¿145 mg/dl¿ on an accu-chek meter, performed within 30 minutes of each other; and ¿245 mg/dl¿ on the subject meter compared to ¿140 mg/dl¿ on an unspecified backup meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results falls outside lfs¿ accuracy/precision criteria. The patient manages her diabetes with insulin (self-adjuster). It is unknown whether the patient made any changes to her usual diabetes management regimen as a result of receiving the alleged inaccurate results. She alleged, on date/time unknown, after the issue with the meter started, developing symptoms of ¿shaky, sweaty, headache¿. She denied receiving any treatment for her alleged symptoms. During troubleshooting, the cca noted that the patient had been storing her test strips correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The cca also noted that he patient was using the correct testing procedure. However, she did not have control solution with which to test the meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed she obtained inaccurate readings on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.